Event description:
The customer reported an overinfusion, stating a bumex infusion was administered too fast. The rate was intended to be 1 ml/hr but they think it was set to 4 ml/hr. Additional details were requested but are not available. There was no report of pt harm or medical intervention.

Manufacturer narrative:
(B)(4). The event pump module was not sequestered and the serial number was not recorded. The pcu was sequestered and has been received. A follow up report will be submitted with investigation results when the investigation is completed.